Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been investigated. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted u13 cmos flash microcontroller, and a shorted diode on the bedside pca. The damage to the diode, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction.

Event description:
4/30/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger was unable to charge batteries.